Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low shock impedance measurements after the patient underwent a magnetic resonance imaging (MRI) scan. Technical services (ts) recommended physician follow-up. This device remains in service. No adverse patient effects were reported.